Event description:
It was reported that the patient underwent a surgical repair of a ventral hernia on (B)(6) 2001 and suture was used. The patient experienced recurrent abdominal pain, redness, swelling, constant gastrointestinal problems and loss of sensation to the abdominal area. In (B)(6) 2008, he was treated with infectious or septic illness, and began to experience blood infections, oozing and umbilical bleeding. The patient underwent surgery on (B)(6) 2012 to remove foreign body from the patient¿s abdominal area. Pathology reported that it was a ¿stitch granuloma.¿

Manufacturer narrative:
(B)(4) - gastrointestinal difficulties. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.